Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the patient is experiencing strong discomfort. Patient states that she experiences tiredness upon walking at times. The patient had blood work done during the month of september. The results of the blood work showed elevated cobalt levels. Patient has scheduled follow up visits with her surgeon. The patient is unsure if she will need revision surgery.